Event description:
Caller reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information to the caller, who will reset the pump when ready and follow up if the issue persists.